Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded delivery bolus of insulin for an unspecified amount. This occurred twice while the pdm was in their pocket.

Manufacturer narrative:
The complaint stated that on (B)(6) 2023 (date of occurrence), the customer had 2 instances of uncommanded boluses. The audit logs showed that on (B)(6) 2023, the customer delivered a total of 14 boluses until 23:21: 2.4u at 00:51, 3.9u at 2.21, 1.5u at 2:41, 2.3u at 3:26, 2.8u at 13:26, 3.0u at 14:21, 2u at 15:51, 0.15u at 17:34, 2.15u at 18:51, 1u at 19:41, 1.5u at 19:46, 1.95u at 21:46, 1.5u at 21:51 and 2.3u at 23:21. Verification of engineering logs showed that the first bolus delivered on 16-may-2023 (2.4u at 00:51) was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the confirmation provided by the user. This indicates that the bolus delivery was programmed by the user. The log files showed evidence of boluses being programmed for the remaining 13 boluses. During investigation, boluses were delivered by the pod only after confirming the bolus on the controller. Investigation found no issues that would result in delivery of uncommanded boluses. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.